Event description:
Updated event description: it was reported that on (B)(6) 2020, a proximal femoral nailing system (tfna) set screw collapsed after being locked. The surgeon noticed movement of implant on (B)(6) 2020. The procedure outcome and patient status were unknown. No the device was not removed. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown end caps (part # unknown, lot # unknown, quantity 1) . This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna set screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a trochanteric femoral nailing system (tfna) set screw collapsed after being locked. The procedure outcome and patient status were unknown. Concomitant device reported: screwdriver (part unknown, lot unknown, quantity 1); tfna nail (part unknown, lot unknown, quantity 1); locking screw (part unknown, lot unknown, quantity unknown); end caps (part unknown, lot unknown, quantity 1). This report is for an unknown tfna set screw. This is report 1 of 1 for (B)(4).